Manufacturer narrative:
Additional information willbe provided upon investigation conclusion.

Manufacturer narrative:
It was reported that the customer used a non-arjo small quickfit sling and an arjo maxi 500 lift. The patient was transferred from a bed to a wheelchair with the assistance of two caregivers. The caregiver who led the transfer rotated the lift 90 degrees to line up parallel to the bed while the second caregiver helped to move the resident feet over the side of the bed. The caregiver let go of the patient feet and walked over to get the chair, redirecting their attention away from the patient. When the caregiver returned with the chair, she noticed that the patient was sliding out of the sling (through the opening of the sling) and attempted to assist the resident to the floor. No sling detachment was reported. The maxi 500 lift was inspected by an arjo representative, the device was found in good condition. As no arjo lift failure was confirmed, it cannot be ruled out that using non-arjo sling contributed to the reported resident's fall. The root cause of the reported event cannot be determined at this time. To sum up, it has been established that a floor lift and non-arjo slings were used for patient handling at the time of the event. No device malfunction was found. The complaint was decided to be reportable due to the allegation that the patient fell during the transfer.

Event description:
A customer reported that while using the arjo device and arjo sling, the resident fell from the sling and sustained a fracture. Information collection is ongoing as the customer has provided limited information about the incident.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.